Manufacturer narrative:
The compressor mini was investigated by our field service engineer. He found that the compressor mini had blown fuses. The fuses were replaced and, as a precaution, also the mains inlet which houses the fuses was also replaced. The compressor mini was returned to service after successful functional and safety checks/tests. Earlier investigations have determined that the cause of a blown fuse could be one, or a combination of, the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The fuses have not been investigated therefore, the root cause for the blown fuses in this case has not been determined.

Event description:
It was reported that the compressor mini was not powering on. There was no patient involvement reported. (B)(4).